Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify rewind/noise due to blank display. Pump received cracked case.

Event description:
The customer reported via phone call that the insulin pump was leaking insulin. The customer¿s blood glucose level was unknown. Customer stated that there was hairline fracture in battery cap area and insulin pump makes unusual grinding noises when rewinding. The insulin pump will not be returned for analysis.